Event description:
It was reported the patient's blood glucose (bg) level rose to 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that overnight, the pod was coming loose from the infusion site (leg), causing the cannula to dislodge. The patient reported that they kept administering correction boluses, but they would only reduce their bg level to 230 mg/dl. The patient reported feeling nauseous that morning and vomiting several times. As treatment, the patient applied a new pod, their bg levels returned back to normal, and they were no longer nauseous.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.